Event description:
It was reported that this patient received an appropriate shock from their implantable cardioverter defibrillator (ICD) device due to ventricular fibrillation (vf). The device shock induced an atrial fibrillation (af) arrhythmia and the patient received a subsequent inappropriate device shock due to the af. The patient was noted to have brugada syndrome. The ICD device change rate cutoff programming was changed from 200 beats per minute (bpm) to 250 bpm and medication was administered to decrease the af conduction rate. The device remains in-service. There were no additional adverse patient effects.